Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement. Pump received with power error detected alarm due to j6 connector resistance issue. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer¿s blood glucose level 180 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.